Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said that they had the implant since 2018 and they are having issue with it like it's "loosing contact". Patient explained that for the past couple of months the intensity will go back and forth to zero then 4 and that gives them shock. Patient confirmed that they do not have issue with recharging the ins but it's the intensity they have issues with. Patient contact their healthcare provider but was directed to patient services. Agent emailed manufacturing representative for visibility.